Event description:
The customer reported that the pressure line reading was too high. The unit was being used on a patient at the time the reported issue occurred however, there was no patient harm.

Manufacturer narrative:
The touch screen was replaced and the ventilator was in working condition for patient use. No patient information was provided by the customer.